Event description:
On (B)(6) 2024,the patient reported that on (B)(6) 2024, the display device showed no readings, brief sensor issue or sensor error for over 3 hours. The episode occurred the day the sensor had been inserted in the arm. The last known estimated glucose value (egv) prior to the sensor problem was not documented. The patient reported the display device was showing "brief sensor issue wait for 3 hours" and no egv at all. The patient reportedly experienced hypoglycemic seizure. It was noted the patient monitored his bg by fingerstick during this time; however, the frequency of monitoring was not described. At an unspecified moment, the bg was noted to be 48 mg/dl; however, it was also noted to have been this value when checked by ems. The patients brother called 911 and the bg by ems was reportedly "really 'low.'" The complaint states the patient said that he was given back to back fast acting glucose by the paramedics. At first the bg was showing 48 mg/dl, so the patient was given glucose then it showed 50 mg/dl and then the patient was given another glucose until it showed 140 mg/dl. The patient was then advised to replace the sensor. Of note, the patient uses tandem tslim in modified closed loop. There was no documentation of further medical evaluation or intervention. At the time of the call the following day, the patient was reportedly still feeling low. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.